Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2009 and performed to specification up to 12th july 2015. During this time a new pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 19th july 2015 and the 21st july 2015. On the 26th july 2015 the device passed an auto self-test and continued to perform successful weekly auto self-tests up to the final history log entry, prior to receipt at heartsine, on 16th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.